Manufacturer narrative:
Summary evaluation: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor reported that following an intraocular lens (iol) implant procedure he saw that the lens "has points." The surgeon did not look at the iol prior to implantation. The vision of the patient is not affected. Our colleagues from the surgical department, when they saw the picture, said it looks like glistening micro vacuoles. Additional information was requested.